Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer was newly out of training and was not entering carbs. Customer's blood glucose was 400 mg/dl. Customer was assisted in adding more units. Customer declined transfer to helpline.